Event description:
The customer received questionable parathyroid hormone (parathormone, parathyrin) (pth), free thyroxine (ft4), thyrotropin (tsh), prostate- specific antigen (tpsa), and ferritin results on their e602 analyzer. The customer provided data for 62 patients, of which 23 had discrepant results reported outside the laboratory. The first patient's initial pth result was 0.87 pmol/l. The repeat result was 3.4 pmol/l. The second patient's initial pth result was 3.9 pmol/l. The repeat result was 7 pmol/l. The third patient's initial pth result was 3.4 pmol/l. The repeat result was 8.09 pmol/l. The fourth patient's initial pth result was 1.6 pmol/l. The repeat result was 3.48 pmol/l. The fifth patient's initial pth result was 0.90 pmol/l. The repeat result was 2.61 pmol/l. The sixth patient's initial pth result was 0.44 pmol/l. The repeat result was 1.98 pmol/l. The seventh patient's initial pth result was <0.13 pmol/l. The repeat result was 1.9 pmol/l. The eighth patient's initial ft4 result was 35.5 pmol/l. The repeat result was 17.34 pmol/l. The ninth patient's initial tsh result was 0.75 miu/l. The repeat result was 1.25 miu/l. The tenth patient's initial pth result was 1.03 pmol/l. The repeat result was 4.49 pmol/l. The eleventh patient's initial tsh result was 0.66 miu/l. The repeat result was 1.09 miu/l. The twelfth patient's initial tsh result was 4.5 miu/l. The repeat result was 7.83 miu/l. The thirteenth patient's initial tsh result was 0.50 miu/l. The repeat result was 4.75 miu/l. The fourteenth patient's initial ft4 result was 36.4 pmol/l. The repeat result was 16.98 pmol/l. The fifteenth patient's initial tsh result was 0.82 miu/l. The repeat result was 1.8 miu/l. The sixteenth patient's initial pth result was 0.39 pmol/l. The repeat result was 3.95 pmol/l. The seventeenth patient's initial tsh result was 0.46 miu/l. The repeat result was 2.35 miu/l. The eighteenth patient's initial psa result was 0.25 ug/l. The repeat result was 5.02 ug/l. The nineteenth patient's initial psa result was 2.0 ug/l. The repeat result was 4.38 ug/l. The twentieth patient's initial ferritin result was 43 ug/l. The repeat result was 66.07 ug/l. The twenty first patient's initial tsh result was 5.2 miu/l. The repeat result was 10.3 miu/l. The twenty second patient's initial ft4 result was 30.7 pmol/l. The repeat result was 15.01 pmol/l. The twenty third patient's initial tsh result was 4.4 miu/l. The repeat result was 5.9 miu/l. There were no patients harmed by reporting the wrong results. The pth, ft4, tsh, psa, and ferritin reagent lot numbers and expiration dates were not provided. A technical defect in the sample line was suspected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
No root cause could be determined with the information provided for investigation. The issue did not reoccur even with no service activities being performed. No additional information was provided for further investigation. The patients were not harmed by the incorrect results that were reported outside the laboratory.